Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On 31 jan 2023, the endoscopy support specialist (ess) was on-site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. After in-service spoke sterile processing department (spd) manager about having the suction available so they can do aspiration step, wall reprocessing poster available so staff can follow correct steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU specifies the necessary brushes at ¿5.5 manual cleaning 5.5.1 equipment needed¿. ¿prepare a single use combination cleaning brush (bw-412t) or prepare a channel cleaning brush (bw-20t) and channel-opening cleaning brush (mh-507).¿ IFU states on brushing steps at ¿5.5 manual cleaning 5.5.3 brush the forceps elevator and forceps elevator recess¿. IFU sates on aspiration steps at ¿5.5 manual cleaning 5.5.7 aspirate detergent solution through the instrument channel and the suction channel¿. IFU states on the necessary water amount at ¿5.5 manual cleaning 5.5.10 remove detergent solution from the distal end and all channels ¿ step 9 to 13¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during facility observation, the endoscopy support specialist noted the technician was using the incorrect brushes when brushing the distal tip of the evis exera iii duodenovideoscope, (maj-1534 and maj-1888) and not following the brushing steps of the distal tip per instruction for use (IFU). Also, the facility wasn't doing aspiration during the manual reprocessing, and flushing the incorrect amount when using the distal tip flushing adapter (60ml vs 180ml). There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The facility was observed not following the instruction for use (IFU) steps for reprocessing. The facility was advised to have suction available so staff can do aspiration step, have wall reprocessing poster available so staff can follow correct steps and have follow up in service to go over reprocessing steps. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.